Manufacturer narrative:
(B)(4). X-rays were received and will be reviewed as part of ongoing investigation. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that due to nail fracture the patient underwent revision surgery.

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: nail breakage. Review of event summary: it was reported that a patient was implanted with a femoral nail an was revised due to breakage of the device after approximately 3 months post implantation. It is also known, that the patient was already implanted and revised due to breakage of femoral nail. Review of received data: the received 2 x-rays were reviewed by a healthcare professional: ap-x-ray in obturator setting: fracture of the femoral nail, recognizable at the level of the entry of the femoral neck screw. The nail is locked distally. Conspicuous, the recognizable proximal femur fracture with involvement of trochanter minor, within the fracture area recognizable osseous-resorption and clear sclerosis of the fracture ends as an indication for pseudo-arthrosis, points to delayed/failure fracture healing. Ap-x-ray: shows current situation (staple material and redon-insert visible), newly implanted femoral nail with additionally screw fixation of femoral head. The fracture is repositioned; however the trochanter minor is dislocated, the fracture gap is clearly visible. X-ray review summary: according to the x-ray of the fractured femoral nail, based on the osseous-situation in the fracture area it could be that the delayed/failure of the fracture healing contributed to the fracture of the femoral nail. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product was not returned by the patient. Review of product documentation: in IFU for znn ti cmn (section warnings, patient counseling information) it is stated: warnings: it may be necessary to consider a postoperative treatment course that reduces the stress on the nail system. Full unassisted load bearing should never take place until fracture callus formation is visualized on x-ray. Special precautions are necessary in treating subtrochanteric fractures. This type of fracture is more difficult to reduce and results in unusually strong unbalanced muscle forces, which cause greater stresses to be transmitted to the device. These stresses increase the possibility of implant bending or breakage. Close supervision of the patient is advised to ensure the patient's cooperation until bony union is achieved. Root cause analysis: root cause determination using rmw: breakage of implant due to inadequate design of mating components => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength due to anodization => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to incorrect distal nail design for short nails (flexible nail end) => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to general corrosion (crevice, pitting, galvanic) => not possible -> no corrosion seen on the received photo of the device. Breakage of implant due to the implant therapy is performed not as indicated => possible, no surgical reports received. The implant therapy is unknown. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture => not possible -> no issue found in the x-ray review. Breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle => not possible -> no issue found in the x-ray review. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction => possible, no surgical reports received. Post op restrictions are unknown. Breakage of implant due to patient do not follow the post-operative protocol => possible, no surgical reports received. No information about post op protocol received. Breakage of implant due to explanted implant is used for new implantation surgery => possible, no product stickers received. Conclusion summary: it was reported that initial surgery was performed with cm long nail on (B)(6) 2017. Revision was performed on mar 01, 2018 due to nail fracture (case treated in (B)(4), MFR 0009613350-2018-00413). Patient was implanted on this occasion again with a cmn femoral nail and around 3 months post implantation patient has to undergo a revision surgery due to breakage of the device. Review of the risk file and DHR did not confirm any product malfunction or a failure of the product to meet the defined specifications. However, it was found out according to the x-ray investigation, the delayed/failure of the fracture healing may have contributed to the fracture of the femoral nail as it was over stressed during the time in vivo. In addition, a wrong patient behaviour can also be a possible cause for the breakage of the nail. A final root cause for the fracture of the nail cannot be determined on the basis of the information at hand. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).